Event description:
It was reported that difficulty crossing a lesion and stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 32 x 3.00 promus premier select stent was advanced but could not pass the lesion. The device was removed and stent strut deformation was recognized. The procedure was completed successfully with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 32 x 3.00mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts through the mid section of the stent were lifted, pulled and bunched distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 17.1cm distal to distal end of strain relief. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty crossing a lesion and stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 32 x 3.00 promus premier select stent was advanced but could not pass the lesion. The device was removed and stent strut deformation was recognized. The procedure was completed successfully with another of the same device. No patient complications were reported in relation to this event.